Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed no signs of blockage or physical abnormality that could have caused the reported no flow problem. A functional flow test was performed and the solution flowed continuously without disruption. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. The initial fill volume was 300 ml, after the patient returned there was approximately 295 ml remaining. The device was filled with 4 ml of morphine 4% and ropivacaine 0.02%. There was patient involvement, but no report of medical intervention or patient injury. No additional information is available.